Manufacturer narrative:
(B)(4). (B)(6). Report source, literature - this event has been identified from the journal article of anders brüggemann, hans mallmin & nils p hailer (2018) do dual-mobility cups cemented into porous tantalum shells reduce the risk of dislocation after revision surgery? Acta orthopaedica, 89:2, 156-162, doi: 10.1080/17453674.2018.1432927. PMA/510(k) number - this product is manufactured by zimmer biomet france and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k101336. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported in the journal article of anders brüggemann et. Al (2018) "do dual-mobility cups cemented into porous tantalum shells reduce the risk of dislocation after revision surgery? Acta orthopaedica, 89:2, 156-162", that one patient in the dmc group experienced a dislocation. There was no medical intervention due to the patient¿s poor general health inhibiting further surgery.